Event description:
It was reported the pt is experiencing pain at the ipg site when stimulation is off. No further info is available at this time.

Manufacturer narrative:
The ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.